Event description:
It was reported that the right ventricular (rv) lead exhibited noise and was cut and partially removed. During the extraction procedure, the patient coded. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).